Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07001. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27mm and 30mm watchman ® laa closure device & delivery system (wds) were used. Prior to the start of the procedure a transesophageal echocardiography (tee) was performed that showed no pericardial effusion. During the procedure a 27mm wds was deployed and release criteria was not met. This closure device was successfully recaptured and an effusion sweep was performed showing no pericardial effusion. The procedure was completed successfully deploying the 30mm wds and there were no complications. The post procedure, tee also confirmed that no pericardial effusion was present. Six hours post-procedure, the patient had complaints of chest pain and a transthoracic echocardiogram (tte) was performed which showed a pericardial effusion. A pericardial drain was performed which removed 150ml of red fluid. The patient was hemodynamically stable during this event. One-day post-procedure the pericardial drain was removed. Two days post-procedure the patient was discharged and sent home in good condition.